Event description:
Related manufacturer reference number: 2017865-2022-09766. It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was exhibiting high capture threshold and under-sensing, while the right atrial (ra) lead was experiencing a failure to capture. The rv and ra were explanted and replaced. The patient was recovering well after the procedure.